Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there were no issues on the server on patient crossover. A technical support specialist (tss) verified server health through remote support (rss), confirming successful interface connectivity with central processing unit (cpu) usage at 31 percent and memory usage at 80 percent. Logged into ccemc and confirmed care fusion coordination engine (cce) service was active. Message tracing showed current admit discharge transfer (adt) messages processing without delay. No further issues related to this case were identified, and the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient admissions failed to transmit to pyxis following a system upgrade, with the carefusion coordination engine (cce) server found to be offline, resulting in missing patient profiles on the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.